Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported after a pci (percutaneous coronary intervention) was performed, an angio-seal device was used for hemostasis. When the angio-seal device was being inserted into the insertion sheath, the device could not properly be inserted into the sheath. Another angio-seal device was used to continue the procedure. A pre-deployment angiogram was performed. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 8 fr. Blood loss was less than 250cc. Hemostasis was successfully achieved by the second angio-seal device. There was no health damage to the patient.